Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported from the ICU that the pcu shut down without warning during an infusion as the nurse noticed the patients blood pressure dropping. The blood pressure change is unknown to date. The nurse noticed the power failure and switched out the devices. Other than the time needed to get a new device, there was no delay in care and no adverse consequences to the patient as a result of this event.

Event description:
It was reported from the ICU that the pcu shut down without warning during an infusion as the nurse noticed the patient's blood pressure dropping. The blood pressure change is unknown to date. The nurse noticed the power failure and switched out the devices. Other than the time needed to get a new device, there was no delay in care and no adverse consequences to the patient as a result of this event. It was further reported that the customer ran full preventative maintenance protocols on the devices then utilized them for 72 hours with no issues. They will be put back in service. Also, there were no interventions needed for the patient relating to the event. There is no further information.

Manufacturer narrative:
The report of a pcu that shut down without warning was not confirmed, however a channel disconnect occurred around the time of the reported event and is believed to be what the customer was referring to. No actual devices were provided for investigation. The pcu event log shows that there were four devices attached to the pcu around the time of the reported event at 11:00 am on 01 (B)(6) 2020, three pump modules and 1 autoid module. Pump module s/n (B)(6) was in use and infusing a basic infusion at a rate of 27ml/hr (programmed at 8:17 am on 01 june 2020). Pump module s/n (B)(6) was in use and infusing an unidentified medication at 16.5ml/hr (programmed at unknown date/time). Pump module s/n (B)(6) was in use and infusing an unidentified medication at 2.8ml/hr (programmed at unknown date/time). At 12:29 pm, a channel disconnect occurred and unit c (pm s/n 13834925) and the autoid (s/n (B)(6) ) were disconnected , while the other two devices kept infusing. Based on this, it was determined that there were two devices on either side of the pcu. The two pump modules that continued to infuse were to the left of the pcu and were unit a and unit b (only a portion of the log was received, and the labeling could not be identified for these two devices). Pump module s/n (B)(6) (unit c) was to the right of the pcu with the autoid to the right of unit c. The pump module and the autoid disconnected at the same time which suggests that the disconnect occurred between the right side of the pcu and the left side of unit c (pm s/n (B)(6) ). Within six seconds, both devices were re-added to the system. The event log for pump module s/n (B)(6) was not provided and therefore it could not be determined if the disconnect was due to a loss of power or a loss of communication. The root cause of the channel disconnect was not identified. Device history: review of the pcu s/n (B)(6) service history record showed the device had a manufacture date of 11 february 2013. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.